Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
End user reports "about 20 of them are sharp, the coude tip should be polished and smooth". Consumer has been self cathing for 10+ years. Consumer caths 5-6x/day. Stated in the last 3 shipments, there have been about 15 or so catheters per box that have rough/sharp eyelets. Consumer stated the eyelets are not polished like usual. Stated the eyelets can be felt when the no touch sleeve glides over the eyelets. Consumer has continued to use catheters. While no bleeding or harm was reported, consumer stated he is cathing really slowly as the catheter eyelets are irritating. No additional information was provided. No photo available.

Manufacturer narrative:
Investigation: 13 sample catheters from the same batch were inspected: all tips, eyelets, and tubes were smooth and rounded. No burrs or abnormalities were found visually or by touch. 1. Personnel all operators were trained and certified. No abnormalities found. 2. Machine: tip forming machine and eyelet punching machine were regularly maintained. 3. Method: all relevant sops were followed. First-piece inspections and in-process checks were properly conducted. No deviations or non-conformities found. 4. Measurement: in-process inspections every 2 hours and factory-release inspections confirmed compliance with standards. No burrs, roughness, or residual material found. Conclusion no abnormalities in production or inspection processes. Retained samples did not show similar defects. Complaint sample received was from an unexpected batch. Root cause undetermined due to lack of physical samples, images, or detailed evidence. This investigation will be closed. This issue will be monitored through the post market product monitoring review process, sop-000741. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.